Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09-sep-2025, the user requested additional training after performing a self-initiated factory reset and experiencing unstable blood glucose (bg) levels. The user reported receiving too much insulin after breakfast, resulting in lows, and tended to overtreat anything below 90 mg/dl with juice. The agent reviewed best practices for post-reset adaptation and proper low bg treatment, then scheduled additional training. The lowest blood glucose (bg) recorded was 43 mg/dl, and the highest was 300 mg/dl. Bg was corrected with orange juice and the ilet corrective algorithm. The user's reported symptoms during the event included tiredness during high bg; the user did not recall symptoms during the low. No medical intervention was reported at the time of call.